Event description:
Device report 3 of 3. Reference MFR report# 1627487-2011-09331 and 1627487-2011-09332.

Manufacturer narrative:
Eval: results: the returned leads were observed under the microscope and no visible anomalies were observed. Continuity testing was performed. Lead a passed the testing. Lead b channel 1 through 8 measured open. The testing indicated lead b had no electrical connectivity on channel 1 and channel 2. As there was no breach of the outer tubing of the lead this damage is consistent with an overstress condition while the lead was implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.